Event description:
While inserting the device, the clinician thought that the device had locked because the clinician "heard and felt the click". However prior to purposefully disengaging device introducer needle from the device hub, the introducer needle slipped out of the hub, exposing the contaminated needle tip. The facility reports that the exposed needle tip "scratched" the clinician. The clinician reported to co that a stick was sustained to the left index finger. It is reported that the clinician was given an adhesive strip dressing to apply at the scratch site, and baseline titers for hcv, hiv, and hbv were drawn. The device sample was disposed of in a sharps container, but was retrieved by the facility for MFR's analysis purposes. The facility contact does advise that the device had been manipulated in some manner by a clinician, other than the one who sustained the needlestick, prior to its disposal.